Event description:
It has been reported by the patients legal representative that the patient underwent primary surgery on a total hip prosthesis on (B)(6) 2008. No revision surgery has been carried out or is known to be planned for the patient who claims damages for injuries and consequential losses suffered as a consequence of the implant of the metal on metal prosthesis system. This report is based on allegations set forth in patient's notice and the allegations therein are unverified.

Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. No product was returned. No revision surgery has been reported. Current information is insufficient to permit a conclusion as to the cause of the event. Initial contact name - unknown. This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified.